Manufacturer narrative:
Correction on initial report: upon clinical review the parent file was determined to be not reportable, please disregard the initial report.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer complained that after starting the peripheral IV, they could not connect the male luer of the primary tubing to the hub of the piv.